Event description:
The customer reported that an elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on the unicel dxc 600i synchron access clinical system for one patient. Repeat testing of the original sample and subsequent samples on the same instrument generated lower results within the normal reference range. The suspect accutni result was reported out of the laboratory and the patient was administered warfarin as a results of the elevated accutni result. The initial sample was collected in a serum gel tube. The initial sample was a short draw with sample volume only to the half way mark of the tube. The sample was only allowed to clot for 10 minutes prior to centrifugation, at room temperature, and testing. The sample did not show any signs of sample related issues. Quality control results were performing within the customer's established limits during the timeframe of the event. A system check performed prior to the event met instrument specifications.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a previously generated calibration curve was accepted as passing and possessed acceptable percent coefficients of variation. Although there were preanalytical factors that could have contributed to the erroneous result, a definitive root cause could not be determined to date.